Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitqnt medidcql products: heartware ventricular assist system controller 2.0; controller 2.0/ con302796/ model #: 1420/ catalog #: 1420/ expiration date: (B)(6) 2018, UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 2017-03-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for an abscess near the outflow graft. When the abscessed was flushed, the patient experienced an unknown high priority alarm. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and the controller were not returned for evaluation. Review of the pump's sterility certificate confirmed that the associated device met all requirements for release. Review of the controller log files revealed a sustained decrease in power consumption and estimated flow starting 20sep2018, with a subsequent return to baseline parameters on 22sep2018. An additional decrease in power consumption was observed on 02oct2018. 23 low flow alarms were logged since 21sep2018. Log file analysis also revealed consistent power consumption above normal operating range leading up to and following the low flow events. However, no high watt alarms were logged within the analyzed period. As a result the reported "high power consumption" and "sudden drop in power consumption" events were confirmed. Furthermore, log file analysis did not reveal any high priority alarms logged within the analyzed period and there was no evidence of a pump stop. As a result, the reported "high priority alarm" and "vad stop" events could not be confirmed. Based on theinvestigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Based on the risk documentation, the most likely root cause of the high power event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0/ con302796 h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 4310 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had high power consumption. In addition, the patient¿s infected abscess near the outflow graft was drained using a computerized tomography (CT)-guided irrigation catheter and sodium chloride solution. During the procedure there was a sudden drop in power consumption followed by an unknown alarm and brief ventricular assist device (vad) stop. It was reported that at the end of the irrigation the vad immediately began running at normal parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.